Manufacturer narrative:
The hill-rom tech found the end tube and side tube bent due to account using the siderails for steering. A search of the hill-rom maintenance records showed hill-rom performed preventive maintenance on this bed in 2007, 2009, 2010, 2012, and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the side tubes to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the siderail is not latching. The bed was located at the account in the ER. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).